Event description:
Siemens healthcare diagnostics products was contacted by e-mail on 01/30/2015 by someone associated with two ca-7000 cp automated blood coagulation analyzers with cap piercers, (serial numbers (B)(4)). The e-mail stated that results for the partial thromboplastin time (ptt) test on a pt from the emergency room were delayed and the pt ultimately died. The analyzer's relationship to the pt demise is unk. The identity of the complainant is unk. Both instruments were alleged to have been taken out of service. A second e-mail stated that the unk author was aware of ca-7000 performance issues at the (B)(6) and that the laboratory staff was not able to provide ptt results because the analyzers were not functioning. Two reps from siemens customer care ctr (ccc) made three attempts each to obtain add'l info from the laboratory and risk management regarding the circumstances of this event, but neither entity complied with siemens requests. The pt's diagnosis and other facts regarding the clinical status were not provided. No documentation to substantiate this event was provided.

Manufacturer narrative:
Siemens did not receive notification of this event immediately after it occurred. The exact date is unk. No records were provided. A siemens field service rep (fsr) was dispatched to the user's site on more than one occasion to address performance issues. The fsr stated that at no time during his visits did the customer communicate any potential harm to a pt. The fsr also stated that the analyzer was in use for pt testing at the time of his visits. The sample arm a assembly was replaced. Siemens did not consider this a malfunction, but a part of routine service. Service records were reviewed and the assembly had not been replaced recently; the analyzer was 10 years old. The analyzer performed as intended and the expected error flag was generated as appropriate. No results, error logs or other info produced by the analyzer were submitted and the cause of death is unk. The site had a procedure in place to refer samples to another location when the analyzers were down. It is unk if this procedure was followed. Sysmex is reporting this event as negative impact on the pt's status cannot be ruled out as a contributory factor to the event reported.